Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial noise reversion episodes were observed. Custom programming was recommended. The physician chose to not do custom programming and to continue to monitor the patient.